Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a few days following bilateral intraocular lens implant surgery, patient presented with keratitis and ocular surface inflammation in both eyes. The patient was prescribed vigamox and acular.